Event description:
On 29 august 2023, the finnish medicines agency (fimea), national competent authority in finland forwarded a professional user incident report to beckman coulter detailing an event with a statspin express 3. A review of the attached user incident report provided the following details: ¿ customer noted on fimea: (B)(6). ¿ centrifuge model: statspin express 3, model m502-22, serial number (B)(6). ¿ last maintenance date of express 3: 1 june 2023. ¿ date of event: 7 august 2023. ¿ express 3 equipped with ce. ¿ event info: ¿the equipment custodian washed the fugue, after which it stopped due to imbalance. After starting, the rotor fly away¿. ¿ resolution: no fault was found during the inspection. A new rotor was ordered. There was no report of change to treatment, injury, or death associated with event.

Manufacturer narrative:
Beckman coulter quality assurance (qa) reviewed the available information. The customer was not a beckman coulter customer. Record indicated the unit was sold to a distributor, (B)(4), in may 2015. It is unknown if the customer reported the event to (B)(4). The user incident report indicated occurrence date was 07aug2023 and the last maintenance date was 01jun2023. It is unknown what maintenance was performed. It is unknown if the rotor only dislodged and was contained within the centrifuge or if the rotor escaped the lid. There was no report of injury as a result of this event. The customer acknowledged that during maintenance, imbalance was noted causing the centrifuge to stop. It is unknown if the express 3 has been properly maintained since the centrifuge was sold to a distributor in 2015. There is no service record for this centrifuge serial number in the beckman coulter servicemax database. The customer acknowledged in the user incident report that there was no fault found during the inspection. However, it was indicated a new rotor was ordered for replacement to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).